Manufacturer narrative:
Other applicable components are: product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the rep¿s tablet would connect with the communicator, then it would find the serial number of the implantable neurostimulator (ins), but it would not connect to the ins and show "no device found". The rep stated that they already replaced the ins because of this and now they were having the same issue with the second ins. The tablet was restarted, and the rep didn¿t have another tablet/communicator to use. The rep had stepped out of the operating room (or) and was still seeing "no device found", even with communicator right over ins in sterile packaging. The rep exited the app, power cycled the communicator twice, and the ins still showed, ¿no device found¿. When the rep used the controller and the recharger, they both successfully paired with the ins. The rep tried to connect with the tablet and again saw the ¿no device found¿ message. Eventually, the rep was able to successfully communicate with the tablet. The following day, the rep reported that the doctor was unwilling to use the initial ins as it could not be interrogated on the field and there were no sterile covers at the facility. The doctor was adamant about risk of contamination, and he requested a new ins. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the event was unknown. After sometime the second ins was communicated with. No further information was reported.

Manufacturer narrative:
Product analysis #703632363:analysis information -- (B)(6) 13:30:14 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d11: product ID 97715 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator h3: analysis of the ins (s/n (B)(6)) showed no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.